Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 774400, 100544 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and vaginal discharge. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("persistent bleeding"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: r essure device is not in the r tube. Lot number 100544 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter information were updated. Surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.